Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: method code was added: 3331 and 4109. H6: results code was added: 213. H6: conclusions code was added: 4310. H10: narrative/data was updated. The reported device was returned for investigation inside the inner vial. The outer vial and sterile barrier was opened/not returned. Visual inspection of the as returned product identified the implant mount was separated from the body and there was no signs of use or malfunction with the product. The reported condition of implant and mount separated in the inner vial was not confirmed as the conditions of the product when they first reached the customer are unknown.. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. In relation to the mentioned failure mode, the following actions, which had been implemented previously, are applicable to this complaint case: a definitive root cause for the reported event could not be determined. No immediate action is required at this time, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay corrected information. It was noted that in the previous submission, in h10, the following text was incorrect: "in relation to the mentioned failure mode, the following actions, which had been implemented previously, are applicable to this complaint case:" that whole sentence should be removed. It was put in there by mistake.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown. Initial reporter¿s title is not provided / unknown. Additional 510(k) number is k943604.

Event description:
Doctor reported that the 1989 implant body fell of the fixture mount inside the vial. Another implant was placed. Tooth location 30.